Event description:
It was reported after the customer successfully placed the PICC line and connected the extension tubing, a leak was discovered at the connection point of the extension tubing¿s compression sleeve during flushing. The device was discovered to have been replaced repeatedly or left in place overnight, ultimately leading to removal of the tubing. It was reported this occurred three times. This report addresses all three occurrences.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.